Event description:
Defective internal bone growth stimulator. Caused permanent chronic back pain and disability. The bone growth stimulator installed in my lower back was defective. The result was no new bone growth, chronic back pain and permanent disability. The MFR was ebi medical systems; subsidiary of bio met. Dr (B)(6) installed an ebi softplus bone growth stimulator (B)(4) on (B)(6) 2006. The surgery was performed at the (B)(6) hosp. The bone growth stimulator tested fully charged. The unit did not deliver the electrical pulse and did not grow bone. I have severe lower back pain at the l4 - l5 disc in my lower back. The chronic pain is permanent. I am totally disabled as a result of the defective bone growth stimulator. The unit was removed on (B)(6) 2008 by dr (B)(6) at (B)(6). Dr (B)(6) determined the bone growth stimulator was defective, did not grow bone and caused severe chronic back pain. I am currently receiving injections and medication to help. I did not receive a recall letter for the defective bone growth stimulator. Internet research pulled up the info news and wall street journal's articles about the class action lawsuit by the attorney general for the state of (B)(6). I was (B)(6) when the bone growth stimulator was installed. I have lost wages from (B)(6) until the end of my life. My medical bills are still ongoing. I need help.